Event description:
Reporter filed a product problem/ potential adverse that a post op, patient "became restless and combative, flailing in bed. Left leg caught IV, intravenous tubing. Tubing separated in 2 areas. One separation occurred at port to spike IV bag and second separated at bottom of filter drip chamber." There was no reported patient injury. On 10/01/04, the involved b9282 device was received at ICU medical inc. And processed to the quality analytical laboratory for decontamination, testing and analysis. Visual inspection recorded that the b9282 set was separated/broken in multiple places. The tubing located at the bottom of the drip chamber was separated from the bonded tube pocket. It was also noted that half of the bonded tubing remained intact. Dimensional evaluation of the affected components recorded that the components, tube pockets and tubing outer diameter were dimensionally within specification. Conclusion: the complaint investigation confirmed the damage to the b9282 device. The engineering analysis recorded that the device/ components were subjected to a significant amount of force which caused the component breakage/ damage. It was also noted that the damages to the device/ components were not attributable to the manufacturing processes and most likely occurred as a result of misapplication/ misuse of the device.